Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected,the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that after three or four pods were worn on the same area, an adverse skin condition had resulted. The pod site was described as being "red," and "raw" with "oozing"; in addition, "some skin had been removed" and there was some bleeding. She was directed to the omnipod website for a listing of skin barrier products. The pod will not be returned for eval.